Event description:
Patient experienced abdominal pain, subsequently determined to be related to tubing break. Surgery to replace access port has occurred. Follow up findings: leakage at or near tubing connector.